Manufacturer narrative:
Hamilton medical ag reference: (B)(4) creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report also contains the investigation results. No device log files or additional data were provided for further technical analysis. Therefore, the investigation was conducted solely based on the complaint description. Based on the available information, the device alarmed with "panel connection lost" and the issue was resolved following the replacement of the vu esm 2.81. This indicates that the root cause was most likely associated with a hardware-related malfunction of the vu esm (ventilation unit electronic system module). No patient involvement. No serious injury to any patient was reported in relation to this event. Hamilton medical ag considers the investigation completed and the case is closed.

Event description:
Hamilton medical ag received the following event description: "panel connection lost the vu esm need to be replaced" no patient involvement.